Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device history review was conducted. The report indicates that the: DHR review for part#357.377 lot#5149879, release to warehouse date: april 12, 2006, manufactured at synthes (B)(4), no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a helical blade coupling screw broke during surgery. While the surgeon struck the end of the coupling screw; the end piece (knob) used to mallet the helical blade into place, broke off the shaft. There was a one minute delay to uncouple the device from the helical blade. The helical blade, however was successfully implanted and the surgery was completed without any additional delays, medical intervention or harm to the patient. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: the returned device shows significant use during its lifespan. The device has numerous marks, dents, and roll marks on the shaft and knob that are consistent with regular hammer strikes and use. The shaft was received with the knob broken off. This complaint condition is confirmed, and the most probable root cause of this complaint is excessive hammering during use and wear over the life of the device. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. Per the technique guide, the helical blade coupling screw is a component of the titanium trochanteric fixation nail (tfn) system intended for the intramedullary fixation of proximal femur fractures. The technique guide was reviewed for proper use of the instrumentation for this system. The relevant drawings for the device(s) were reviewed. No drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. The most probable root cause of this complaint is excessive hammering during use and wear over the life of the device. The design is adequate for its intended use when used and maintained as recommended, it did not contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.